Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet zelantedvt was selected for use during a iliofemoral deep vein thrombosis (dvt) thrombectomy. An angiojet zelantedvt device was primed for 3 seconds; however a "check saline supply" error was displayed on the console. Troubleshooting was performed by pressing the alarm reset on the console and the console drawer was opened and closed to re-prime the catheter; however the error was still encountered. Another angiojet zelantedvt was selected for use in the external iliac vein . The catheter was used for 10 seconds in thrombectomy mode when a "check saline supply" error message was displayed. The device was removed from the patient and a re-prime was attempted; however the same error was received. The procedure was completed with a solent omni catheter. No patient complications were reported.